Manufacturer narrative:
Device history record review: orchid unique manufactured the matrixmandible / rib screwdriver blade, self-retaining - long. The certificate of compliance indicated the lot conformed to specifications. The lot was inspected and conformed to the synthes incoming final inspection. There were no material review reports, non-conformance reports, or complaint-related issues that would contribute to this complaint condition. The parts were released to the warehouse on 22may2009. A product investigation was completed: the condition for the device is confirmed as the middle cylinder on the distal tip is missing. It is most probable that the method of used and application of force resulted in the complaint condition; however, a definite root cause cannot be determined. The returned part was determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Per the technique guides, this device is used across various systems such as the matrixmandible, matrixrib, titanium sternal fixation, and the matrixwave mmf systems. The returned screwdriver was received with light surface wear consistent with use. The screwdriver shaft shows indents consistent with grip marks from another device. When tested functionally with an in-house 3.0mm titanium locking screw, for sternal locking plates (part number 413.592) the device retained the screw as intended. Thus, the complaint condition for not retaining is unconfirmed and could not be replicated. The condition that one screwdriver is broken is confirmed but replication of the condition is not applicable as the distal tip of the device is already broken. A review of the current design drawing and the drawing revision at the time of manufacture was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. When using the screwdriver, it needs to be fully inserted in the screw recess in line with the axis of the screw. As no retention issues were found with the returned devices it is likely that this complaint condition was a result of the method of use. The broken tip is consistent with withstanding excessive force with the screwdriver tip not fully engaged in the screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). It is unknown if the device broke during the procedure on (B)(6) 2015 or sometime before/thereafter. The discovery of the broken device was made on (B)(6) 2015. This report is for one (1) unknown screwdriver. It has not been confirmed which of the four (4) utilized screwdrivers was broken (two (2) potential part and four (4) potential lot numbers have been reported). Part 03.503.072 ¿ matrixmandible/thorax scrwdrvr blade self retaining-long; hxx ¿ screwdrivers; 510k exempt. Part 03.503.071 ¿ matrixmandible/thorax scrwdrvr blade self retaining-medium; hxx ¿ screwdrivers; 510k exempt. (Lot numbers): for part 03.503.072 - lot u107151 and u126835 were manufactured in (B)(4). For part 03.503.071 - lot u121721 and u161435 were manufactured in (B)(4) device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Upon confirmation of part/lot number for the broken device, a review of the device history records will be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips of the screwdrivers utilized were not retaining the screw as they normally would during a revision procedure of a sternal closure on (B)(6), 2015. The devices were used to successfully complete the procedure with no surgical delays or harm to the patient. No other functional issues were noted during the surgery. After sterilization, while restocking the set on (B)(6), 2015, it was discovered that one of the screwdriver tips was missing. This report is for one (1) unknown screwdriver. This report is 1 of 1 for (B)(4).